Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were referenced in the article. The baseline gender/age characteristics of the patients referenced in the article is male/5 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: miniaturized implantable loop recorder in small patients: an effective approach to the evaluation of subjects at risk of sudden death. Pace pacing and clinical electrophysiology. 2016;39(7):669-674.

Event description:
A journal article was reviewed regarding this patient's implantable loop recorder (ilr). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The author stated that there patients who experienced infections, and pulse positive device autoactivations. One patient underwent the removal of the device due to pocket infection, and one needed a pocket revision. The status/location of the ilrs is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.